Event description:
Patient revised for loose tibial tray at cement/implant mantle and osteolysis. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The customer reports the patient was revised for loose tibial tray at cement/implant mantle and osteolysis. Depuy cement used. Doi (B)(6) 2010 - dor (B)(6) 2012 (right knee). The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the cement and tibial tray. The product/lot code combination required to search the complaint database was not supplied for the tibial insert. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.